Event description:
According to the complaint, on (B)(6) 2018 the customer reported that implausible results were produced on the abl90 flex analyzer (serial (B)(4)) between 14.42 h and 16.23 h that same day. The customer reported that many parameters were affected and that the analyzer was not reporting any issues, all calibrations and quality control results were ok. The customer stated that 11 patient tests were performed, but the issue was on only 7 patients as many tests were repeated due to the incredulous results produced. Results for example included a ph >7.85, sodium >190, potassium 1.6 and chloride >160. A very similar pattern was seen for all but one of the patients tested in this time frame. The data logs provided by the customer showed affected results for 6 patients. The described error has a remote risk of leading to serious adverse health consequences for the patient. In a worst-case scenario, the described error may lead to the patient wrongfully not receiving necessary treatment for moderate to severe hyperkalemia. This may result in impairment or injury that would require professional medical intervention to preclude irreversible impairment of the patient. This is case two of six.

Manufacturer narrative:
On may 8th, 2018 it was decided to issue a recall regarding the issues described in this MDR. The recall has been reported seperately to the FDA. The radiometer reference for this recall is fan 915-384.